Event description:
It was reported that leaking occurred during compounding. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional test was performed. The samples were visually inspected, no problem detected. Functional leak testing were performed, the samples did not leak. No root cause to be determined since the complaint was not confirmed. No corrective actions are required at this time.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08211 is no longer considered reportable, please disregard any MDR reports associated with it.